Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.475, lot: l827976, manufacturing site: bettlach, release to warehouse date: august 7, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap (p/n: 03.010.475, lot #: l827976) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken. The broken fragment was returned. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The distal end was completely broken; hence the diameter of the broken fragment was measured. The following drawing was reviewed for dimensional analysis, driving cap. Specified diameter: - [5.95 mm,6.15 mm] measured diameter: - 6.03 mm; confirmed. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed connector f/insertion handle f/pfna. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: l827976). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tibial nail insertion with suprapatellar instrumentation on (B)(6) 2020, the driving cap broke at the junction of the threaded tip. There were fragments generated and the threaded tip removed easily from the insertion handle and a new driving cap was inserted. There was no surgical delay. The procedure was successfully completed without further complication. There were no patient consequences. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1). This complaint involves 1 device. This report is for 1 driving cap. This is report 1 of 1 for (B)(4).